Manufacturer narrative:
Upon receipt of additional information, there is no alleged event against the zimmer biomet products.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted. This report is 1 of 2 for this patient: 0001822565-2017-02280.

Event description:
It is reported that the patient is being revised for an unknown reason after a knee arthroplasty. Attempt has been made and additional information on the reported event is unavailable at this time.